Event description:
The following information was provided by the affilliate, as reported. Five months following cypher stent placement, follow up angiography is performed. There is no indication of angina complaints. Restenosis is observed at the proximal edge of the most proximal cypher stent (3.0x23mm). The amount of stenosis is 75%. This is treated with an additional cypher (3.0 x 18mm) stent that was deployed at 16atms for 50 seconds. Post-dilation was conducted with a 3.0 x 14mm balloon (MFR unk)at 14 atms (inflation time unk). Residual stenosis was 0%.